Event description:
It was reported that the user called an hour after eating to ask whether to perform a meal announcement. The agent advised that announcements should occur at the first bite and that if an announcement is missed, it should only be entered within 30 minutes of eating, after which the device¿s correction algorithm would address postprandial glucose. No reported adverse clinical effects. Outcomes included no reported impact on health status, no alarms, and completion of troubleshooting and education. Investigation included customer interview and review of device use guidance. Investigation of this case revealed a missed meal announcement by the user rather than a device malfunction. User education was provided regarding appropriate timing for meal announcements to optimize automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was user training and technique.